Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant of the pacing lead the helix was extended and would not retract after thirty rotations. The pacing lead was not used. There is no patient involvement in this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted the full lead was returned. The packaging was not returned, the lead was returned with the helix bent and the lead was stretched. If information is provided in the future, a supplemental report will be issued.